Manufacturer narrative:
Retainer = missing on (B)(6) 2021 the customer alleged the insulin pump is not working (blank display) after moisture damage, water inside of the insulin pump, and crack on the battery compartment. The following were noted during visual inspection: partially broken reservoir tube lip, cracked battery tube threads, case cracked at the battery tube side, cracked select button keypad overlay, stained keypad overlay, missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Device was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace/history files using thus, and verify unexpected battery power loss due to blank display. Device was cut open to perform visual inspection and heavy corrosion/moisture damage was found the electronic assembly (pcba 1 and pcba 2), the vibrate harness assembly and rust/corrosion on the motor and force sensor. Found the j6 and j7 connectors broken off of pcba 1 due to the heavy corrosion during visual inspection. A test pcba 1 was swapped out, cleaned pcba 2 with isopropyl alcohol, and the blank display persist. Blank display is due to corrosion/moisture damage on the electronic assembly (pcba 1 and pcba 2). Blank display and moisture damage are confirmed. The blank display is due to corrosion/moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to verify unexpected battery power loss due to blank display. Crack on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had fluid under the display and insulin pump was not working. Customer stated that insulin pump had cracks at battery side and was exposed to moisture. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.